Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0qkyk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had no symptom control. The patient had the implant put in a week ago and the setting she left the interstim was giving her too much pressure. The trial went very well. The patient also had interstitial cystitis. The patient did not receive the interstim therapy guide and would like the 3037 quick guide. The patient stated since implant she had not been able to get symptom control. The trial went very well and she was able to empty her bladder and she also was not getting up going to the bathroom as often. Now, the patient had been feeling pressure on the rectum and the tail bone area. The patient was also experiencing when she feels like her bladder is full and she goes to pee, she has to strain to get the pee to come out and then it is very little amount that comes out and she still feels like she needs to empty her bladder. When the patient came home she was on program 2 at 2.0 which was too strong and putting pressure on the tailbone and began to curl her toes. The patient went to program 3 at 1.7 which is where she was getting the pressure on the rectum and tailbone and she tried program 4 which also gave her the pressure on the tailbone. The patient was currently on program 1 at 1.1. The patient's husband suggested she turn stim down. The patient was not feeling pressure on the rectum at this setting but it was not helping her empty her bladder. The patient increased stim to 1.7 and stated at this setting her toes were curling. The patient decreased stim to 1.5 which was comfortable sitting, standing and walking. The patient planned to leave on current setting and track her symptoms. The patient stated she will contact her doctor to see if it is ok to change settings and if so how long to leave on current setting before trying another. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6). If additional information is received, a follow up report will be sent.